Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and tested. The complaint is unconfirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that there was a leakage of air into the manifold during a percutaneous coronary intervention [pci]. No injury to the patient was reported.